Manufacturer narrative:
This report is submitted on july 13, 2020.

Event description:
Per the clinic, the patient experienced vertigo. The device was explanted on (B)(6) 2020, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 21, 2024.